Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with needle retraction failure. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: the device history report for lot number 7327618 was reviewed, no related abnormalities were found. Material number 383323 for lot 7327618 was manufactured on 12/04/2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally, representative samples were provided for the purpose of aiding our quality engineer's investigation. Bd engineers subjected the provided samples to pull testing; the results of these tests fell within product specifications. Unfortunately,the root cause for this complaint could not be determined at this time. Investigation conclusion: based on investigation results to date, the root cause cannot be determined.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with needle retraction failure. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with needle retraction failure. There was no report of injury or further medical intervention.